Event description:
Asr litigation record received. Patient alleges pain and suffering, excessive levels of chromium and cobalt, injury, past and future disability, loss of consortium, emotional distress, and loss of normal life. Doi: (B)(6) 2009 ; dor: (B)(6) 2017 ; (right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Initial reporter occupation: lawyer. (B)(4).